Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the steam generator's heating element had failed subsequently causing water to leak. The function of the heating element is to heat water and produce steam. When the heating element does not operate properly, the heating element stays in the open position subsequently causing water to leak; no steam is produced. Per steris service engineering, the cause of a failed heating element can occur when the electronic water level control fails and allows the element to be exposed to air when it's on. This causes hot spots on the element and can potentially cause a hole on the side of the unit. The technician replaced the heating element, tested the unit and confirmed it to be operating according to specification.

Event description:
The user facility reported their evolution medium sterilizer was leaking water. An employee slipped and fell and suffered a back injury. Medical treatment was sought and administered.